Event description:
It was reported that the there were performance issues on right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 11 cm. Analysis was performed and no anomalies were found, concomitant medical products: product ID d154awg implantable cardioverter defibrillator (ICD)  implanted: 2007-(B)(6). (B)(4).